Manufacturer narrative:
Insulin pump was received with no motor movement during rewind due to jammed motor gearbox. Unable to perform any test due to no motor movement.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no motor movement or negligible movement. Retries to free a stuck motor failed. The customer's blood glucose level was 258 mg/dl at the time of incident. Customer stated that they were able to clear the alarm successfully. Customer also stated that they were unable to rewind the insulin pump. Customer reported that there was a message to rewind but was not able to complete the process. Advised the insulin pump requires replacement and to discontinue use of the insulin pump and to revert to backup plan. The insulin pump will be returned for analysis.